Manufacturer narrative:
(B)(4): the device was evaluated at the philips (B)(4). The device passed all functional and safety tests and was returned to the customer site for use. The reported symptom could not be reproduced, we are therefore unable to determine the cause.

Event description:
The customer reported the ECG would not alarm during heart ECG on pads. There was no reported pt impact. There was no report of pt involvement.